Manufacturer narrative:
Initial MDR submission with device evaluation. No product or photo was returned by the customer. The customer complaint of the upper y-site not having the back stopper could not be verified due to the product not being returned for failure investigation. Device history record review for model 2420-0007 lot number 23125199 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
Material # 2420-0007 batch # 23125199 it was reported by customer that bd alaris pump infusion set fault, upper y site did not have a back stopper in it. Verbatim: rcc received a complaint via email. Email(s) attached. Bd alaris pump infusion set faulty ref 2420-0007, upper y site did not have a back stopper in it. Lot (10) 23125199, 2026-12-07, lost approximately 5-10 cc of fluid on floor.